Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) noted that the external helium tank was unable to be calibrated due to the transcducer reading 3500 when no helium tank was connected to the iabp unit. The stm replaced the hi pressure helium regulator, hi pressure transducer and the bushing but the issue still persisted. The stm replaced the power supply monitor board and cart wiring harness cable assembly due to a possible shortage. Subsequent to the repairs, the stm observed accurate helium readings and proper function. The stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) generated external helium transducer false readings. It was later reported that the external helium tank readings were intermittently showing full and empty without any tampering of the iabp unit, transducer, or circuitry. There was no patient involved and no adverse event was reported.